Event description:
Reporting status: series injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring coronary artery bypass graft (CABG) device issue: no device malfunction has been reported. It was reported that approx 20 days after an rx xience v stent delivery system (sds) was used to treat restenosis with direct stenting, the pt experienced chest pain. The pt was hospitalized and it is possible that the vessel had restenosed. Medications were provided and CABG was performed, and no further pt effects were reported. No additional event or pt information is available.

Manufacturer narrative:
Results & conclusion summary-product performance engineering reviewed the incident information. Angina and restenosis are know possible outcomes of coronary stenting, and are listed in the IFU as potential adverse events. The lesion was direct stented and the IFU states: "the vessel should be pre-dilated with an appropriate size balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." Also, the device was used to treat in-stent restenosis. The IFU indicates that "the xience v is indicated for heart disease due to de novo native coronary artery lesions. A cause for the pt effects cannot be determined.